Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the gantry movements were partially working. The device booted normally, however, when trying to position the gantry, it was stuck. It was reported that the gantry could not be moved manually. There was no patient present when this issue was identified. The log files were examined and it was determined that the positioner motion controller will be replaced.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a system checkout was successfully performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The positioner control box was returned to the manufacturer for analysis. Analysis found that motion calibration failed. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.